Event description:
A customer reported that their pump occasionally shut off while inputting information and sometimes failed to communicate with the dexcom sensor, especially at night, which interfered with therapy. There was no adverse impact on the customer¿s blood glucose level. No further troubleshooting was requested by the customer or performed by technical support.